Event description:
It was reported that the insulin pump went into threshold suspend mode five times on monday and two times on tuesday due to an inaccurate sensor glucose reading. The blood glucose reading was 200 mg/dl, the sensor glucose reading was unknown. The calibration factor was unknown. Advised for sensor to be replaced, but the customer declined. The customer will monitor their sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.